Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia procedure, the distal end of the mega suturecut needle driver instrument broke off near the cutting-edge while suturing. A search for the fragment within the patient was unsuccessful, and the fragment was not retrieved. The procedure was completed.

Manufacturer narrative:
The mega suturecut needle driver instrument has not been received for failure analysis evaluation.